Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient experienced unexpected elevated blood glucose level; exact reading was not provided. Caller stated patient is in the hospital; treatment received was not provided. Caller alleges she is unsure if the pump has worked correctly; there is a space between the piston rod and the cartridge. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.